Manufacturer narrative:
(B)(4). Batch #: unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic hernia procedure, doctor requested a hemoclip in order to stop a small bleed. He used the endoclip er320. When applying the clip on the vessel, the clips did not close and were fired open. The surgeon asked to replace the clip. After replacing the clip, he easily stopped the bleed. There was no delay to procedure and procedure was successfully completed. There was no danger or harm caused to the patient.

Manufacturer narrative:
(B)(4). Date sent: 3/3/2020. D4: batch # t92h7n. Investigation summary the er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition. In an attempt to replicate the reported incident the device was functionally evaluated. Upon firing of the device, the remaining 10 clips were ejected due to the condition of the jaws. Finally, the instrument locked out as intended. Possible causes for the found condition of the yielded jaws may be due to the device being closed over an existing hard object or clip, placing stress on the jaws (causing them to distort or yield and not return to their original dimensions/position), or excessive application of torque to the jaws when positioning the device on a vessel. The reported complaint was confirmed. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.